Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "visual change in the shape and size of the left breast and implant rupture" diagnosed via ultrasound and MRI. The device has been explanted and replaced with non-abbvie device.